Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, leaflet insertion was performed using a triclip xtw; however, no reduction in tr was achieved. As a result, the clip was repositioned to a different anatomical location, yet the tr remained unchanged. Subsequently, an attempt was made to retract the clip into the right atrium. During retraction, resistance was encountered while steering, and a chordal rupture was observed. The procedure was terminated, and the clip along with the triclip steerable guide catheter was removed. Post-procedure, the tr remained unchanged. On (B)(6) 2026, a minor surgical intervention was performed to address the chordal rupture. There was no clinically significant delay reported.